Event description:
Medtronic received a report that two pipelines failed to open and experienced resistance in the phenom 27 microcatheters during retrieval. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c2 segment. The max diameter was 5mm, and the neck diameter was 4mm. The patient's vessel tortuosity was minimal. The access vessel was the femoral artery, which was 10mm in diameter. Dual antiplatelet treatment was administered 7 days before the operation. It was reported that the first pipeline was a 4.75-20 stent. After the microcatheter was in place, the tip was adjusted repeatedly, but it could not open. When it was withdrawn to the catheter, there was great resistance. Then the whole system was withdrawn together. In vitro, it was found that the stent tip was damaged and the catheter tip was damaged. They prepared the second new catheter, put it in place, and used the second pipeline stent 4.75-25. It was also found that the tip end was not open well. When it was withdrawn to the catheter, there was great resistance. The whole system was withdrawn together. It was found that the stent tip was damaged, and the metal wire of the stent pierced the catheter. The doctor ended the operation. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Additional information received reported the pipeline did not open in the distal end. The resistance was in the distal section of the catheter. The pipeline had been placed in a vessel bend when it failed to open. There were no other actions taken to open the pipeline.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was returned outside the phenom 27 catheter. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends appeared to be fully opened and damaged. No other anomalies were observed. Testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex and phenom 27 could not be confirmed to have resistance as no defect were found with returned pushwire and phenom 27 catheter. No resistance was observed during testing. In addition, based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the pipeline flex braid ends were found to be fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.